Manufacturer narrative:
The unit was returned for further evaluation following a reported malfunction. Upon receipt, the device underwent bench testing, during which it failed to successfully deliver a shock. Internal inspection identified contamination and corrosion on multiple internal components, resulting in a bridge misfire condition. The customer reported that the AED had been exposed to elevated temperatures. Based on the evaluation findings, the observed contamination and corrosion were likely caused by storage outside the environmental conditions specified in the device's instructions for use. Although the original customer report was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red and reporting a service code. The customer did not report this occurring during patient use.